Manufacturer narrative:
Though revision surgery occurred, surgical staff discarded the fractured screws. The devices were not returned and were not available for evaluation. Photograph confirming the event was received depicting the fractures at the third thread . Lot numbers were obscured. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the longevity the degree of post lateral pseudarthrosis, patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause or specific failure mode cannot be determined.

Event description:
Patient underwent spinal fusion surgery at l5-s1 circa 2019. On (B)(6) 2022 it was reported that both s1 bone screws were fractured. Revision surgery occurred on (B)(6) 2022 and both screws were successfully replaced.